Manufacturer narrative:
The insulin pump alarmed button error due to corroded keypad traces. No moisture damage found on electronic assembly and motor noted.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 126mg/dl. Customer noticed drops under the lcd screen; pump got splashed during a boat ride. Advised customer to revert to back up plan.